Event description:
The test package did not come with a pipette on one test. The test package only came with a partial pipette. Went to open test kit and pipette was missing to perform test. Went to perform test and pipette was cut off (just the tip was inside the kit not a whole pipette.